Event description:
It was reported that the patient experienced ineffective therapy and uncomfortable stimulation. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy and uncomfortable stimulation.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108532. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: added health clinical code 1980 - undesired nerve stimulation.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.